Event description:
Report received from (B)(6) states: "the vitrectomy cutter does not cut correctly, no pt impact." Though requested, no additional info has been made available.

Manufacturer narrative:
Product has been requested to be returned however it has not been received.